Manufacturer narrative:
Investigation summary: an envelope containing a sample wrapped in brown paper was received. Due to the sample having been contaminated and the potential risk of handling it, it could not be evaluated. No representative unused packaged samples from the same batch were received for evaluation and testing. The defect, therefore, could not be confirmed as reported. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect the reported defect was not identified in the samples received.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with air in the syringe from cracked hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with air in the syringe from cracked hub.